Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. In addition, the usb cable was broken and would no longer work to charge the pump. Customer¿s blood glucose value was 132 mg/dl. Customer declined a follow up from tandem technical support to finish troubleshooting.